Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
Reference MDR #1219856-2011-00309 for the first event involving the same pt. It was reported that while in the cath lab after insertion, blood was noticed in the helium line. As a result, the iab and sheath were removed and therapy was canceled. Medical/surgical intervention was not required. There was no report of pt death, complications or injury. The pt outcome is ok. It was noted that the pump used was the iap-0500 s/n (B)(4).